Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module caused the pump to shut off intermittently. The event occurred during power up in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation confirmed connection issues when testing the battery. Visual inspection found corrosion on the wireless flex and determined the cause to be fluid intrusion affecting battery operation. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.